Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, attached data, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 24365ud00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. Historical performance of reagent lot 24365ud00 was evaluated using world-wide field data and it was determined that the patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 24365ud00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results on a female patient who tested negative by other methods. On (B)(6) 2021, sid (B)(6) generated an initial result of 1216 pg/ml (positive), repeated 1359 pg/ml (positive), the patient tested negative in the emergency room (no specific value available), the initial sample sid (B)(6) was sent to a reference lab and generated a negative result on the cobas platform.the customer tested another sample tube, sid (B)(6) initial result 612 pg/ml (positive), repeated 1038 pg/ml (positive) (architect stat high sensitive troponin-I female cutoff 15.6 pg/ml). No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4) was this device serviced by a third party? No. (B)(6) this report is being filed on an international product, list number 03p25-27 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.